Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion issue" was not reproduced. The device was tested for upstream occlusion test with passing results. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed upstream occlusion issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.